Event description:
It was reported that the unspecified bd¿ infusion set experienced component separation. The following information was provided by the initial reporter: we received reports of a problem with a component in our IV start kit; a maxzero saline lock port broke off during patient use in our l&d department.

Manufacturer narrative:
Followup MDR submission for device evaluation: no product or photo was returned by the customer. The customer complaint that the maxzero broke off could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ infusion set experienced component separation. The following information was provided by the initial reporter: we received reports of a problem with a component in our IV start kit; a maxzero saline lock port broke off during patient use in our l&d department.